Event description:
Voluntary report no. (B)(4) submitted by pt. Revision after 1 year due to high levels of metal ions in blood.

Manufacturer narrative:
Awaiting requested device details, x-rays and medical records.